Event description:
A foggy screen issue was reported, making it difficult for the customer to interact with the pump as parts of the display were illegible. There was no reported adverse impact to the customer's blood glucose level. The customer was advised to switch to multiple daily injections as a backup therapy while waiting for a replacement pump, which was confirmed to be under warranty. Technical support instructed the customer on how to put the pump into storage mode and return it using a prepaid label within ten days. The customer acknowledged and understood all instructions provided.